Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the affiliate, during pre-testing a microsensor could not be zeroed. The device was revised. There were no reports of delays or patient harm. The device will be returned.

Manufacturer narrative:
It was previously reported that the device would not be returned for evaluation. The device was subsequently returned. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The device was returned for evaluation. The sample was visually inspected. The catheter was mashed 51 cm from connector. The device passed electronic, noise, and signal drift tests; internal calibration and linearity/hysteresis tests were omitted due to drainage tube. A review of manufacturing records found no anomalies during the manufacturing process. Based on the results of the investigation, the reported issue could not be confirmed. No further investigation or corrective action is anticipated.

Manufacturer narrative:
UDI: (B)(4). It was initially reported that the device would be returned for evaluation. However, multiple attempts to obtain the sample were unsuccessful. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found that the device conformed to specification when released to stock. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.